Event description:
The customer reported lower than expected myoglobin results were obtained from a non-vitros mas control lot cx023630 processed using vitros myo reagent lot 1940 on a vitros xt7600 integrated system. Mas level 1 = 54.969, 56.991 ng/ml versus package insert mean = 67.0 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected vitros myoglobin results were generated from non-patient fluids, however the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. This is device 2 of 2. Device 1 was for MDR 3007111389-2023-00033. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected myoglobin results were obtained from a non-vitros mas control lot cx023630 processed using vitros myo reagent lot 1940 on a vitros xt7600 integrated system. The assignable cause was not determined. The qc results were identified while reviewing historical quality control performance for another issue. There was no investigation performed to determine the cause of the low results. Therefore, a reagent issue, an instrument malfunction and a qc sample related issue could not be ruled out as potential contributing factors to the event.